Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 218 mg/dl; however, programmed a bg value of 215 (mg/dl) into the pump due to user error. Tandem technical support advised the customer to review bolus calculations prior to initiating a bolus request. The customer acknowledged the advice.